Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading was in the 200 range, blood glucose reading was in the 50mg/dl range. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.